Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine (unknown concentration and dose) and dilaudid (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient's last refill on (B)(6) 2024 the provider that refilled the pump was only able to put in 29ml. The hcp stated that they filled the patient's pump today and they were only able to put 32ml in before the reservoir locked.